Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated and the cover glass inside the video connector socket of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. The cover glass inside the video connector socket of the subject device was broken since excessive force was applied to the video connector socket due to user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed and a color bar was displayed. The user replaced the camera head with another camera head but the image of the subject device did not come to normal. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.